Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned h 6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please confirm if the vendor is authorized by jnj? - could you please provide the attachments for the products traceability information from edc and rdc? - how was the product purchased? - do you have the delivery / order number (n)(6) xxxxxx)? - do you have the invoice for this shipment? - where did you purchase the product from? (Company name, contact email/phone). - if available, container lp number/s (lp: license plate associated with each shipment) - was the device used on a patient? If so, was there any patient consequence? --received information as following from sales rep via phone today. The product was purchased from authorized vendor, other information requested is unknown. Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two closed foils labeled as vcp773d. The qr codes could not be scanned. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Expiration d. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the 2d data matrix barcodes could not be scanned. It's reported that 2d data matrix barcodes on the package could not be scanned which make trouble on customer's warehousing work. As they manage product on package level. And they feedback the text on the package is not enough, they still want to scan the 2d data matrix barcode.